Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial, ide# (B)(4). The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 year and 10 months.  The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted for a hemoglobin (hgb) drop and feeling weak. Anticoagulants at the time of event were aspirin and warfarin. Hgb drop 11.7-8.4 g/dl. Esophagogastroduodenoscopy (egd) confirmed angiodysplasia of stomach, duodenum with bleeding, and acute posthemorrhagic anemia.

Event description:
It was reported that the patient was feeling weak, exhausted, tired and sleepy for the past several weeks. Patient denied palpitations, lightheadedness or chest discomfort. Right heart catheterization (rhc) revealed elevated right heart pressure, normal cardiac output, and found to be anemic. Hemoglobin (hgb) was 8.8 g/dl from 11.7 g/dl. Patient was admitted to ads for possible gastrointestinal bleed, and further work up. No additional information was provided.